Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and also complete broken reservoir tube lip. No unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
The customer reported via phone call that their insulin pump had lost sensor alert. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer stated that pump was not communicating with the transmitter. The insulin pump will not be returned for analysis.